Event description:
Series of blown ett cuffs involving the following: 8.0 covidien shiley, ref 18780 , lot 21h0620jzx , exp 8.11.2026, 8.0 covidien shiley, ref 18780, lot 21g0884jzx , exp 7.21.2026, 8.0 covidien shiley, no packaging, 7.5 covidien shiley , ref 18775 , lot 22a0616jzx, exp 1.5.2027, 7.5 covidien shiley, no packaging. Manufacturer response for endotracheal tube, shiley. Unknown.